Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was a check clutch error in the history. Multiple flow and occlusion tests were formed. After checking the alarm history, it was noted that the clutch was released during an infusion causing the clutch error. The operator replaced the damaged top case and replaced the clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
Information was received indicating that the medfusion 4000 pump had clutch issues and the case was partially separated. There were no adverse events reported.